Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq1992 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that a previous catheter repair became cracked. Another repair was performed on the catheter for a patient that needed in home nutrition. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a repair kit failure is confirmed, but the cause cannot be determined. The device returned was one central venous catheter repair kit. It appeared that the repair kit had at one point been assembled to a catheter due to the advanced splice sleeve and some adhesive inside the sleeve, although it was concentrated near the repair site. The stent was protruding less than specified from the catheter and some scratching was present near the middle of the portion of the splice sleeve proximal to the end of the catheter, extending proximally, which may indicate that the stent was pushed into the catheter. The total catheter length was in specification; no evidence was found that the catheter was trimmed and reassembled. While the cause of the stent¿s malposition is not known, as it may have occurred before or after use, this and any damage occurring during this malposition may have contributed to the failure of the repair bond. In addition, the relatively small amount of adhesive found on the splice sleeve suggests that insufficient adhesive may have been applied; however, no segment of the original catheter was returned and so a lack of adhesive cannot be verified. Improper repair procedures and/or excessive manipulation, including tensile forces, may have also contributed. The cause of the repair failure cannot be determined. A lot history review (lhr) of rebq1992 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a previous catheter repair became cracked. Another repair was performed on the catheter for a patient that needed in home nutrition. No other information was provided.